Event description:
A malfunction on a pump was reported by a caller, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again, which the caller acknowledged and understood.